Manufacturer narrative:
There report was from a retrospective case review. There was no evidence the device was explanted or available for evaluation. The cause of the event could not be conclusively determined from the reported information. Journal: neurosurgery issue: volume 0 number 0 2017 article: reduced efficacy of the pipeline embolization device in the treatment of posterior communicating region aneurysms with fetal posterior cerebral artery configuration authors: anil k. Roy, md, brian m. Howard, md. Et al. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information on a literature retrospective study that one patient had complete occlusion of her fetal posterior cerebral artery (fpca) post pipeline embolization treatment of her fpca aneurysm. The finding of this complete occlusion was on her digital subtraction angiography 12 month post the pipeline implant. It was reported this patient had history of subarachnoid hemorrhage and prior coiling treatment. The maximum and neck diameter of her aneurysm were 15 mm and 7.4 mm respectively. On post op follow up, this patient was reported as at her baseline or better by the modified rankin scale. The time frame of this study was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received by the manufacturer from one of the authors of the article. The physician stated the complete occlusion on the patient's fetal posterior cerebral artery was a desirable outcome, as the patient's aneurysm went away without any adverse event.